Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message was displayed. Data was evaluated and the allegation was confirmed as a transmitter fatal error was observed. The probable cause was determined to be a transmitter fatal error. The reported event of a pair new transmitter message is reportable based on the finding of a transmitter fatal error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The device was returned for evaluation. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed. Cloud data was retrieved and the issue was confirmed through the finding of a transmitter fatal error. The probable cause was determined to be a transmitter fatal error.